Manufacturer narrative:
Initial and final MDR 1893312- MDR 3003442380-2024-09691- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 03-may-2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs within 10 hours of use. High blood glucose level was 400 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.